Event description:
It was reported that the pump usb port was damaged as the customer intermittently experienced difficulty charging the pump battery. The customer's blood glucose level was 70 mg/dl. The customer reverted to an alternate method of insulin therapy.